Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited high defibrillation impedance. Programming changes were implemented. There were no patient consequences.